Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was whole tube push off non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: "when performing blood collection, the blood collection needle bounces back resulting in leakage of the patient's blood." There was no report of blood exposure or interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to push off/ leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode push off/ leakage. Bd was not able to identify a root cause for the indicated failure mode.